Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the information provided it was not possible to conclude the exact root cause for this event. It is however most likely that advancement difficulties were due to significantly calcified, occlusive, tortuous or thrombus-lined anatomy. No evidence to suggest that product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a male patient underwent tevar on (B)(6) 2014 with following the normal procedure. The patient's anatomical form was suitable for the procedure. Though the physician attempted to advance the delivery system from the right fa to the desired position, it would not advance. Then, the procedure was switched to stent graft placement with the device by opening the abdomen on the same day. However because the physician noticed fray in the sheath tip before inserting it into the patient, he stopped using the device. Another device was used and placed instead. Patient outcome: there have been no adverse effects reported so far.